Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.

Event description:
It was reported that on (B)(6) 2012 that the quick coupling attachment for k-wires was not securing wires and that the wires were slipping. This event was not related to surgery. No injuries were reported. This is 1 of 1 reports for this event.